Event description:
Same case as MFR#: 2134265-2012-01169. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via a transradial approach. The target lesion was located in the severely calcified and mildly tortuous ramus artery. There were two attempts to predilate the target lesion. The first attempt was with a 12mm x 3.0mm maverick 2 monorail balloon. This maverick balloon ruptured at 8 atms upon the first inflation. The second attempt was with a 12mm x 3.0mm nc quantum apex balloon which ruptured at 13 atms upon the first inflation. Both devices were removed intact. The procedure was completed with a different device and the lesion was stented. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).